Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net, device was found to be in backup vvi mode. The patient came to the clinic and the device was restored successfully. The patient was stable.